Manufacturer narrative:
Though transient ischemic attack (tia) is not considered a serious clinical adverse event, this patient was hospitalized for evaluation and a procedure was performed. Patients that experience tia's are more likely to experience more serious neurologic dysfunction in the future. The device remains implanted in the patient and is thus not available for return to the manufacturer. A review of the available information does not indicate any device malfunctions or performance issues that would impact the reported event. The root cause of the reported event cannot be conclusively determined; however, clinical factors that may have contributed to the reported event include the patient's past medical history, anticoagulation therapy, and related comorbidities. There are patient, procedural, and pharmacological factors that may have contributed to this event. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Transient ischemic attack (tia) is a known potential complication associated with all patients implanted with vads as outlined in the instructions for use (IFU). A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. The IFU addresses guidelines for optimal patient management including medical management and therapeutic anticoagulation guidelines to minimize the risks.r. Device remains implanted.

Event description:
It was reported that on (B)(6) 2017, the patient presented to the emergency room and was admitted for a transient ischemic attack (tia). The patient was hospitalized and a procedure was performed. The principal investigator indicated the event was not related to the ventricular assist device (vad) system or procedure and was possibly related to patient condition. The event was resolved on (B)(6) 2017. The vad remains in use. No further patient complications have been reported as a result of this event.